Event description:
Litigation alleged the asr hip was explanted due to injures to the patient caused by excessive levels of chromium and cobalt within the device.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: 2/28/2013 - litigation papers received. Litigation and previous pfs indicate that the patient was actually implanted with pinnacle. The products have been updated. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.